Manufacturer narrative:
No product was returned for eval. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture.

Event description:
It was reported that the pt had a 10x16 piece of veritas implanted in an unspecified breast in (B)(6) 2010. The pt's post-operative course was uneventful until (B)(6) 2011 when the pt developed an unspecified infection prior to exchange of the tissue expander for a breast implant. It was not known how many fills or to what capacity the tissue expander was filled to. It was noted that due to the infection, the physician chose to postpone the exchange procedure. The methods employed to treat the infection, if any, are unk.